Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h4, h6 correction to b5. The information provided in this field was inadvertently omitted from the initial medwatch report. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error due to corrosion on plug unit. A definitive root cause could not be determined. However, based on the investigation results, the malfunction is likely related to corrosion on the plug unit, which caused b30 (scope communication error) to occur and resulted in no image being displayed. Olympus will continue to monitor field performance for this device.

Event description:
The communication error and loss of image occurred during inspection for use of the device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a scope communication error and no image. There were no reports of patient harm.